Manufacturer narrative:
(B)(4). Visual inspection and scanning electron microscopy (sem) analysis were performed on the returned device. The reported balloon and inner member separations were confirmed. The reported balloon rupture could not be confirmed in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture, balloon separation and inner member separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 4.0 x 8 mm nc trek was advanced to the lesion and inflated when the balloon ruptured radially and the distal half of the balloon and the inner member separated. An attempt was made to snare the balloon and inner member; however, it was unsuccessful and the patient was sent to surgery for coronary artery bypass, and the separated balloon and inner member were removed from the anatomy at that time. It was not noticed that the balloon and inner member had separated until the device was removed from the anatomy. There was no resistance advancing or removing the device. There was no additional adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 4.0 x 8 mm nc trek was advanced to the lesion and inflated when the balloon ruptured and separated. The balloon was inflated to over rated burst pressure. The patient was sent to surgery for coronary artery bypass, and the separated balloon was removed from the anatomy at that time. There was no additional adverse patient sequela reported. No additional information was provided.